Manufacturer narrative:
The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports: 0001825034-2024-00869. D10: concomitant medical products, part number (lot number): 110024773 (66061555). E1: full establishment name - federation of national public services and affiliated personnel mutual aid associations (B)(6) hospital. G2: foreign - the event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation because the hospital discarded the product as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two needles fractured during a meniscal procedure. The correct surgical technique was used. The fractured instruments were removed from the patient. No complications, injuries, or surgical interventions were required due to this malfunction. The case was completed without any adverse outcomes to the patient with an alternate device. It was reported that no further information is available.